Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the forceps channel port is sticky. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the forceps channel port is sticky. Based on the results of the investigation, the root cause of the reported event could not be identified/determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.